Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up on (B)(6) 2019. Upon review of the merlin transmissions, the pulse generator exhibited noise reversion episodes since (B)(6) 2019. The device was reprogrammed successfully and the patient was stable.